Manufacturer narrative:
The 1718912-2016-00033 is associated with argus case (B)(4), biotene moisturizing mouth spray.

Event description:
Choking [choking]. Cough [cough]. Case description: this case was reported by a non-health professional via call center representative and described the occurrence of choking in a female patient who received glycerin (biotene moisturizing mouth spray (2013 formulation)) oromucosal spray for unknown indication. On an unknown date, the patient started biotene moisturizing mouth spray (2013 formulation). On an unknown date, an unknown time after starting biotene moisturizing mouth spray (2013 formulation), the patient experienced choking (serious criteria gsk medically significant) and cough. The action taken with biotene moisturizing mouth spray (2013 formulation) was unknown. On an unknown date, the outcome of the choking and cough were unknown. It was unknown if the reporter considered the choking and cough to be related to biotene moisturizing mouth spray (2013 formulation). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: it was reported that the product "shoots out like a jet" and this caused the patient to choke it in, and it made her cough.